Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the air/water nozzle while connecting and disconnecting. In addition, we confirmed that lg prong top assy looseness; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The nozzle get lost. The user found the nozzle during the reprocessing. We asked for the reprocessing details. The time of event is unknown. There was no report of patient harm.